Event description:
It was reported the balloon could not stayed inflate during preparation. No patient injury reported.

Manufacturer narrative:
The balloon catheter has been evaluated and found ruptured at the distal marker band. This likely prevented the balloon from maintain inflation.(B)(4)